Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that oversensing was observed during a holter recording. The oversensing could not be reproduced in clinical visits. The lead tested normal and x-ray did not show that the lead was compromised. Therefore, the pulse generator was replaced. A subsequent holter recording showed no over- sensing.